Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold, low amplitude and undersensing that therapy was delayed greater than sixty seconds. Also, a non-conversion of ventricular fibrillation (vf) and high defibrillation threshold (dft) test was noted. Additional information was received indicating that high threshold and low amplitude was due to patient's left ventricular assisted device (lvad) which was placed a year ago. Hence, this rv lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.